Event description:
It was further reported that the device system had delivered morphine at the time of the event. No additional information was provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The event logs were received indicating that the patient had an empty reservoir alarm occur at 17:22 on (B)(6) 2014. The patient's pump was intended to infuse an unknown drug at that time. Additional information was requested, but was not available at the time of report.